Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01255, 3005168196-2017-01257. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the nurse inadvertently knocked the back table over and consequently, three ruby coils became contaminated. The ruby coils became contaminated prior to use and therefore, were not used for the procedure. The procedure was completed using four new ruby coils.